Event description:
It was reported that scheduled revision surgery was performed due to lack of back up instrumentaion at the time of initial surgery.

Manufacturer narrative:
The fractured hinge housings were examined visually. The medial hinge housing was cracked at the channel which would connect the housing to the ring. The fracture of the medial hinge housing was caused by the application of tensile or bending forces in excess of the strength of the material.